Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(6).

Event description:
Reportedly, few minutes after implant, the subject device showed an high battery impedance (1.21kohm) with a very short time to elective replacement indicator (3 years 9 months). The physician replaced this device that will be returned for analysis.

Event description:
Reportedly, few minutes after implant, the subject device showed an high battery impedance (1.21kohm) with a very short time to elective replacement indicator (3 years 9 months). The physician replaced this device that will be returned for analysis.